Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump experienced low flows and suction. Under imaging, the pump was observed to have a kink within the left ventricle. The physician attempted to manipulate and reposition the pump, but the kink persisted, and the device continued to produce low flows and suction alarms. The pump was explanted and replaced. Procedure outcome noted that the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the returned pump was visually inspected and the pigtail kink was confirmed. No kinks in the pump cannula were confirmed. The pump was run in a basin of water and the low pump flow was unable to be reproduced. The pump operated to specification. The cause of the low pump flow was a kinked pigtail due to difficult patient anatomy. This report is being filed as part of a retrospective review of historical records.